Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, adhd, bipolar disorder, asthma, anemia, menses irregular, allergic rhinitis, anemia, wrist pain, constipation, delusion, eczema, esophageal reflux, hallucination, knee pain (bilateral), migraine headache, shoulder pain, patellofemoral pain syndrome, tension headache, vitamin d deficiency, uterine prolapse, drug allergy, ankle sprain, chest pain, acute sinusitis, nephropathy, papanicolaou smear positive, ovarian cyst, multigravida and parity 5. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), aripiprazole (abilify) since (B)(6) 2014, azelastine since (B)(6) 2014, budesonide;formoterol fumarate (symbicort) since (B)(6) 2014, cetirizine hydrochloride (zyrtec) since (B)(6) 2014, fluoxetine since (B)(6) 2014, iron, lubiprostone (amitiza), macrogol 3350 (miralax) since (B)(6) 2014, omeprazole since (B)(6) 2014, salbutamol sulfate (proair) since (B)(6) 2014 and topiramate since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysuria ("bladder or urinary problems or changes: dysurea"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), genital haemorrhage ("gen abnormal bleeding") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dysuria, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, genital haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test as per pfs plaintiff did not undergo essure confirmation test but has lab data given already. Plaintiff received treatment for abdominal pain., pelvic pain , bleeding , vaginal discharge, dysuria, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysuria, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: lot number b76537 was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, adhd, bipolar disorder, asthma, anemia, menses irregular, allergic rhinitis, anemia, wrist pain, constipation, delusion, eczema, esophageal reflux, hallucination, knee pain (bilateral), migraine headache, shoulder pain, patellofemoral pain syndrome, tension headache, vitamin d deficiency, uterine prolapse, drug allergy, ankle sprain, chest pain, acute sinusitis, nephropathy, papanicolaou smear positive, ovarian cyst, multigravida and parity 5. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), aripiprazole (abilify) since (B)(6) 2014, azelastine since (B)(6) 2014, budesonide; formoterol fumarate (symbicort) since (B)(6) 2014, cetirizine hydrochloride (zyrtec) since (B)(6) 2014, fluoxetine since (B)(6) 2014, iron, lubiprostone (amitiza), macrogol 3350 (miralax) since (B)(6) 2014, omeprazole since (B)(6) 2014, salbutamol sulfate (proair) since (B)(6) 2014 and topiramate since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysuria ("bladder or urinary problems or changes: dysurea"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), genital haemorrhage ("gen abnormal bleeding") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dysuria, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, genital haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test as per pfs plaintiff did not undergo essure confirmation test but has lab data given already. Plaintiff received treatment for abdominal pain., pelvic pain , bleeding , vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pregnancy test on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysuria, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: this case become serious incident. Pfs received. Reporter's information added. Event: gen . Abnormal bleeding and vaginal discharge were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 38-year-old female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, adhd, bipolar disorder, asthma, anemia, menses irregular, allergic rhinitis, anemia, wrist pain, constipation, delusion, eczema, esophageal reflux, hallucination, knee pain (bilateral), migraine headache, shoulder pain, patellofemoral pain syndrome, tension headache, vitamin d deficiency, uterine prolapse, drug allergy, ankle sprain, chest pain, acute sinusitis, nephropathy, papanicolaou smear positive, ovarian cyst, multigravida and parity 5. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), aripiprazole (abilify) since (B)(6)2014, azelastine since (B)(6)2014, budesonide;formoterol fumarate (symbicort) since (B)(6)2014, cetirizine hydrochloride (zyrtec) since (B)(6)2014, fluoxetine since (B)(6)2014, iron, lubiprostone (amitiza), macrogol 3350 (miralax) since (B)(6)2014, omeprazole since (B)(6)2014, salbutamol sulfate (proair) since (B)(6)2014 and topiramate since (B)(6)2014. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6)2014, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysuria ("bladder or urinary problems or changes: dysurea"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), genital haemorrhage ("gen abnormal bleeding") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dysuria, depression, anxiety, abdominal pain, bladder disorder, urinary tract disorder, genital haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test as per pfs plaintiff did not undergo essure confirmation test but has lab data given already. Plaintiff received treatment for abdominal pain., pelvic pain , bleeding , vaginal discharge, dysuria, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pregnancy test - on (B)(6)2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysuria, pelvic pain. Lot number:b76537 manufacture date: 2013-10 expiration date: 2016-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.